Event description:
A physician reported that her pt was experiencing pain following the essure micro-insert placement procedure. Additionally, a nickel allergy test was performed and the pt was positive for nickel allergy. The physician removed the essure micro-inserts; the physician states she did not observe any inflammation, proper placement was observed and nothing abnormal was noted regarding the micro-inserts. The pt stated that the pt exhibited "marked overall improvement" upon follow up exam. The physician stated that she believes the essure micro-inserts were responsible for the patient's pain.

Manufacturer narrative:
IFU contraindication: the essure system should not be used in any pt with known hypersensitivity to nickel confirmed by skin test (see warnings section below for patients with suspected hypersensitivity to nickel). IFU warning: patients with suspected hypersensitivity to nickel should undergo a skin test to assess hypersensitivity prior to an essure placement procedure.

Manufacturer narrative:
(B)(4).